Event description:
During initial implant, the hex wrench was not able to fit properly. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of torque wrench anomaly was confirmed in the lab. The torque wrench was received without it¿s associated device. The torque wrench handle was noted to spin independently. This is an anomaly and results in the torque driver not being able to tighten the set screws. The cause of the field event is a torque driver anomaly.